Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. The device was returned for evaluation. Visual inspection was performed and revealed no evidence of leak at the luer lock connector or any other parts. Functional leak test was performed and revealed no signs of leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during infusion. The leak was observed at the level of luer lock connector. The device was filled with 4800 mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.